Event description:
It was reported that the pt stumbled and heard a strange noise in her hip when she caught herself. The pt did not fall, but did experience pain. Radiographs indicate that the ceramic liner is shattered. A revision is scheduled for (B)(6) 2012.

Manufacturer narrative:
Eval summary: the devices were implanted in (B)(6) 2008, giving them an in-vivo time of approx (B)(6) to date. Neither surgical notes nor x-rays are returned, so component sizing and placement is unk. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. With the info provided, an exact cause of failure cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.